Event description:
It was reported that the tubing/needle became blocked during chemotherapy. There was no additional information provided.

Manufacturer narrative:
One administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.